Manufacturer narrative:
Additional data: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025534 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025534 , test base part number 190-430 / lot 1025534. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025534 showed that the complaint rate is (B)(4) in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. (B)(6).

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a nasopharyngeal nylon flocked swab in viral transport media. Pcr confirmation testing (x2) with genexpert platform performed on (B)(6) 2021 , generated negative results. The customer stated the patient was not symptomatic. Patient had not left home for 2 months and confirmed the patient had vaccinated for 2nd dose on (B)(6) 2021 . Additionally, the customer confirmed there was no delay or impact in the patient's treatment as no action was taken based on the false result.